Event description:
It was reported that during central processing, the large suturecut needle driver was found to have broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. No cable issue was found. No fragment fell into patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.